Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. This separation is likely where the leakage was reported. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.

Event description:
It was reported the catheter was tested and found to leak at the tip. The device was not used in the pt.